Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error message. The shock button retainer was readjusted per unit assembly drawings, retainer collars were installed on the shock switch, and the on/off switch was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.